Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent malfunction alarms occurred. The customer's blood glucose level ranged between 73-200mg/dl during these events. During troubleshooting with tandem technical support, the malfunction alarms were successfully cleared each time.